Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit activated itself. It was further reported that the saline pouch was outside of the pt and not in use when the event occurred.